Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements, sensing has dropped due and low rv pacing to lead dislodgement. In addition, the patient experienced the rv pacing. Subsequently, this rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.